Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient experienced loss of therapy. As a result, surgical intervention was undertaken on (B)(6) 2022, wherein the system was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and device information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.